Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube had been perforated and the essure had migrated into the cervix wall') and fallopian tube enlargement ('fallopian tube was swollen') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure insertion procedure was complicated, resulting in essure only being fitted to one side on the day"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and fallopian tube enlargement (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (fallopian tube removal). Essure was removed. At the time of the report, the fallopian tube perforation, fallopian tube enlargement and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube enlargement and fallopian tube perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: the initial procedure was complicated, resulting in essure only being fitted to one side on the day. She was advised she would receive a further appointment to return for essure to be fitted to the remaining side. In the meantime, she decided to opt for ¿traditional¿ sterilisation in the form of filshie clips. She was fitted with filshie clips on both sides in feb-2014. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: investigative scan revealed the fallopian tube was swollen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube had been perforated and the essure had migrated into the cervix wall') and fallopian tube enlargement ('fallopian tube was swollen') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure insertion procedure was complicated, resulting in essure only being fitted to one side on the day"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and fallopian tube enlargement (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (fallopian tube removal). Essure was removed. At the time of the report, the fallopian tube perforation, fallopian tube enlargement and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube enlargement and fallopian tube perforation to be related to essure. The reporter commented: the initial procedure was complicated, resulting in essure only being fitted to one side on the day. She was advised she would receive a further appointment to return for essure to be fitted to the remaining side. In the meantime, she decided to opt for ¿traditional¿ sterilisation in the form of filshie clips. She was fitted with filshie clips on both sides in (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: investigative scan revealed the fallopian tube was swollen. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.